Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-18083. It was reported that the patient presented for a follow-up in clinic. Upon interrogation it was noted that the patient's right ventricular lead exhibited episodes of noise. Sometime later, the patient's right atrial lead was noted to be inducing pocket stimulation. The physician suspected that the leads were damaged due to an insulation breach and clavicular crush. During the procedure, fluoroscopy imaging was performed and no anomalies were noted. The leads were capped and replaced on (B)(6) 2019. The patient's condition was stable throughout the event.